Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error, calibration error, change sensor and low suspend alarm. Customer's blood glucose at time of incident was 224 mg/dl. Customer declined to troubleshoot due to him being at work at the moment. Customer was advised that we will send replacement sensor in return for his current sensor.